Event description:
No patient or staff harm identified. The hospital purchased scales made by seca, starting in [redacted]. Two issues have been identified. Issue #1: as [redacted], 17 scales have been identified as cracked. We are currently reviewing the remaining inventory. We utilized medline for a white glove installation/assembly of these scales. One contributing factor may be that the screw in the back was tightened too tightly. Location of the handle (low and only on one side) and stress from measuring rod may be contributing factors. These cracked scales all require replacement. Issue #2: in early [redacted], staff began noticing inaccurate calibration related to the stadiometer (height) measuring rods resulting in inaccurate height measurements. As of [redacted], 10 out of 140 scales were identified as inaccurately calibrating.